Event description:
Reportable based on device analysis completed on 09-feb 2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. After the ebu 6f 3.5 non-boston scientific (bsc) guide catheter was engaged and crossed with non-bsc guidewire, pre-dilation was performed with 2.00 x 12mm maverick 2 balloon catheter. A 20 x 2.75 promus premier select drug eluting stent was advanced to treat the lesion. However, during the procedure, despite of repeated attempts, the device failed to cross the lesion. The device was removed, and the procedure was completed with another 2.50 x 20mm promus premier select stent. There were no patient complications reported. However, returned device analysis revealed a shaft detachment.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier select ous mr 20 x 2.75mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break 41cm proximal from the distal tip. No other issues were identified during analysis.